Event description:
The pt's sister reported that on 8/6, a blood glucose test on his one touch meter was about 175 mg/dl. Shortly after this test, pt began having difficulty breathing (he is a heavy smoker and has been hospitalized often because of this). The reporter called the paramedics who arrived shortly thereafter and obtained a reading (unknown method) of 600 mg/dl. Pt had not eaten or taken insulin due to the "commotion." The pt was transported to the hosp where, upon arrival, a blood glucose result of "600+" mg/dl was obtained. Pt was admitted and treated with intravenous insulin.